Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during a routine device follow up, this right ventricular (rv) lead was found to be dislodged. The lead was therefore explanted and replaced. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.